Event description:
It was reported via repair work order that the footrest was delaminating and had reported sharp edges on the wood. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.